Event description:
It was reported, the patient had to have a revision last july because the wires detached and the implantable neurostimulator was moved from the patient¿s right side to the left side.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# va00cfe, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the cause of the event was the patient losing weight and trauma to the device. It was stated there were no abnormal impedances and the issue was due to a break in the lead. It was noted a surgical revision was required for the lead and an x-ray was taken to show the placement of the new lead. Reportedly, the x-ray showed the old lead was completely removed. It was stated the patient required hospitalization and their outcome was reported as non-serious injury or illness. It was noted the trauma was due to the patient¿s activity.